Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the reload would not seat into the stapler with the red plastic tab in place. The tab was removed and the reload would fit. When the stapler was handed back to the tech it fell out. The procedure was completed with additional like reloads. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2020. D4: batch # u5c65g. Investigation summary: the analysis results showed that one (B)(4) reload (c) was received fully fired. It was difficult to load the returned reload into the test device, hard force was used to fully seat the reload in to the test device, no functional test was performed. The high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. The analysis results showed that one (B)(4) reload (d) was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the cartridge installation issue and for the cartridge retention, insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reload performed without any difficulties noted. The returned reload was placed and removed with no issues noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results showed that two gst60b reloads (a and b) were received unfired. The returned reloads were loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: for the cartridge installation issue and cartridge retention, insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reload performed without any difficulties noted. The returned reloads were placed and removed with no issues noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.